Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. Logs clearly shows that the ventilation keeps continuing until user shut down the unit.a vyaire field service representative(fsr) evaluated the device onsite and performed circuit calibration and function checklist, all passed. Batteries charged to 99%. Ran vent on battery power for over an hour with no issues or alarms detected. Ventilator meets factory specification.

Event description:
It was reported to vyaire medical that the bellvista1000 us stopped while on a patient. Furthermore, patient was removed from vent and manually ventilated (bagged). Respiratory therapist (rt) confirmed that there was no patient harm associated with the event.

Manufacturer narrative:
The suspect device has not been returned for evaluation. Vyaire checked the log but unable to find cfb error. Found multiple instances of o2flushenable then a screen change after. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.